Event description:
The cook medical multi band ligator was assembled and attached to the endoscope. The endoscope was placed into the patient's hypopharynx and advanced towards the esophagus. During this maneuver, the distal portion of the ligator became dislodged and was aspirated by the patient. I attempted to retrieve this immediately with the endoscope but the patient developed hypoxia. The endoscope was removed. The patient was intubated. The anesthesiologist, initiated bronchoscopy. The pulmonologist was called, who arrived and completed bronchoscopy with removal of the foreign body-barrel tip. I then replaced the endoscope into the patient's esophagus. I advanced the endoscope to the area of the bleeding varix. I applied a band to the varix. Bleeding was observed to stop. The endoscope was removed. The patient was extubated and taken to the recovery room in stable condition.